Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, product type: trial lead. Product ID: 3531: serial# unknown, product type: external electrical stimulator. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation. It was reported that when the patient sat for a long period of time, their buttocks hurt; the patient had to decrease their amplitude level for comfort. The patient thought their wires were moving closer to their nerve depending on the position they were sitting. Additional information was received one day later. It was reported that last night was horrible; the patient rated the evaluation worse than expected (2). No further complications were reported/anticipated.